Event description:
It was reported that, during surgery dr. Complained that he was unable to lock the targeting arm knob when the tissue protection sleeve was inserted. We proceeded to use the device in the unlocked mode and had the scrub tech hold the sleeve. No harm to the pt. After surgery, device was inspected and found to be damaged due to normal wear and tear.

Manufacturer narrative:
Device was discarded by the hosp. If additional info is received it will be reported on a supplemental report. Additional devices: (B)(4) targeting sleeve gamma3 180, lot# unk.